Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that he fell and broke his femur on (B)(6) 2015, then wound up in a rest home with a catheter because it was too hard for them to get up for the bathroom. The catheter remained until two days ago when they took it out. For the last two days he had leakage and had urgency every 15 minutes. They increased stimulation and the patient felt it in the correct area. They increased stimulation on program 3 from 3.5 volts to 4 volts. It felt like a stun gun or bee sting but was not painful. The patient wanted to try it at 4 volts. This occurred two days ago. The indication-for-use (IFU) was gastrointestinal/pelvic floor. No outcome or steps taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.